Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted transaxillary thyroidectomy procedure, the tip of the maryland bipolar forceps (mbf) instrument broke while the surgeon was grasping and retracting tissue. A fragment fell inside the patient and was successfully removed during the same surgical procedure. It was confirmed that only one fragment fell inside the patient and was retrieved. No additional surgical procedure was required for removal, and no post-operative imaging tests such as x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically with a backup mbf instrument. There was no injury to the patient. The instrument involved is available for return to intuitive surgical, inc. (Isi) for evaluation, and the retrieved fragment will also be returned. The customer indicated that patient demographic information cannot be disclosed.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the maryland bipolar forceps instrument was received and failure analysis found the instrument to have a broken grip at the midpoint of grip. A piece measuring approximately 6mm x 2mm in size was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
Refer to h11 for follow-up information.